Event description:
Ever since having essure placed in 2013 I have had excruciating pain during my cycles as well as passing clots the size of silver dollars. I frequently experience pain in my sides, bloating and weight gain. I for the most part have just been feeling all around unwell. I have had glands swelling without reason after blood tests show no cause. I have broken out in rashes which have lasted months around my chin and belly. I am hoping that I can somehow have the devices removed and get back to my life.